Event description:
It was reported that the micropituitary's bottom jaw broke off, not in the patient, in an unknown spinal surgery. Although used in surgery, there were no patient complications reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. The inferior shaft is broken at the centerline of the pivot pin hole. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order to induce fracture of the shaft is consistent with overload.